Event description:
Ethicon endoscopic 5 mm clip applier misfired the first clip when md used it during a mediastinoscopy. A portion of the clip was missing and did not function properly. FDA safety report ID # (B)(4).